Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event description: as reported, foreign matter was found in the transfer catheters of two -- guardia¿ access embryo transfer catheters. The issue was discovered when removing devices from their packaging and the devices were not used. The procedure was complete by another same like device. It was reported the patient did not have any adverse effects. Investigation ¿ evaluation a visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), manufacturing instructions, the instructions for use (IFU), and quality control procedures. One transfer catheter was returned with clear tubing occluded. The supplier of the tubing material performed an investigation and determined the occlusion was most likely accumulated device material that is inherent to the extrusion process. It is possible the excess material was dislodged during quality control process or during the aspiration process during use. A review of the device history record found no non-conformances related to the reported failure mode. A review of the incoming inspection results for transfer catheter raw material revealed no issues with the inspection. A review of complaint history records shows no other related complaints associated with the complaint device lot. Based on the individual nature of the manufacturing and quality control process, and there are no related complaints for the lot, it is most likely this issue does not affect the entire lot. A review of relevant manufacturing and quality control documents was conducted. Cook transfer catheters are 100% inspected for occlusions prior to distribution. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: note: one cell mea tested and passed with 80% or greater blastocyst development within 96 hrs. Usp endotoxin (lal) tested and passed with 20 EU or less per device. How supplied supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened and undamaged. Do not use the product if there is doubt as to whether the product is sterile store in a dark, dry, cool place avoid extended exposure to light. Upon removal from the package, inspect the product to ensure no damage has occurred. The cause for the issue is due to a cook supplier manufacturing deficiency. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, foreign matter was found in the transfer catheters of two guardia¿ access embryo transfer catheters. The issue was discovered when removing devices from their packaging and the devices were not used. The procedure was complete by another same like device. It was reported the patient did not have any adverse effects.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Street: (B)(6). Postal code: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.